Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during investigation, a review of the pump history indicates that no occlusions were detected and no occlusion alarms had occurred; the complaint of an occlusion with the absence of alarm was not duplicated during testing. Typical usage alarms and warnings were observed with no unrecognized high forces. An "ezprime" operation was performed with no difficulties noted. The pump force sensor calibration was found to be within specification; an occlusion was generated on the bench by giving a test bolus with an obstruction and after several units, testing verified that the pump gave an occlusion alarm. The pump was exercised for 24hrs with no problems being duplicated.

Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a occlusion (absence of occlusion alarm) issue. For the past week she has been having issues with kinked cannulas and is concerned because she doesn't receive the occlusion alarm. Patient states that when she takes cannula out of skin, the cannula is usually in a 90 degree angle, or just today was in the shape of a triangle. Patient notes that occlusion sensitivity is set at "h." No occlusion alarms noted in history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.